Manufacturer narrative:
Analysis cannot be performed and root cause cannot be identified. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges that she experienced a stinging sensation and had an infection in both eyes (ou) for which she had to use eye drops (unspecified). Upon resuming lens use, the patient continued to experience stinging in the eyes. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.